Event description:
It was reported that the device failed to deploy the second implant.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that the device failed to deploy the second implant. A backup device was available to complete the procedure with no delay or patient injuries.